Event description:
It was reported that this ventricular lead was attempted implanted in the left leg region, but the septal myocardium was stiff and the insertion in the intended region was complicated. When pacing was performed once the lead was positioned, threshold was high, loss of capture (loc) was observed, and a ventricular tachycardia was induced. It was judged that it would be difficult to use it in the left leg region, so a new lead was used, and it was implanted in the right ventricular apex. The threshold for the new lead was good, then atrial and left ventricular leads were added with the procedure being completed successfully. The attempted lead will not be retrieved due to patient having an infectious disease. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.